Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc). The customer received a high glucose alarm and an unspecified high reading on the adc device compared to an unspecified reading obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. As a result, the customer initially self-treated with an insulin injection (dose/type unspecified) and subsequently experienced dizziness. The customer then consumed food for corrective treatment. There was no report of death or permanent impairment associated with this event. A higher reading of 27 mmol/l on the adc device was compared to a competitor brand meter reading of 2.6 mmol/l after 1 day of wear. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.